Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer's blood glucose was 380 mg/dl during the event, and it was 457 mg/dl at the time of the call. The customer declined troubleshooting on the insulin pump for the high blood glucose, as he did not believe that the insulin pump was the issue. He delivered 5 units of insulin via the insulin pump without any issue. He requested assistance in changing the time from 24 hour to 12 hour setup. He advised that he would monitor and call back if needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.